Manufacturer narrative:
(B)(4). Australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that during a procedure, the inserter handle would not thread into the cup. There was not harm or health consequences to the patient. Attempts have been made and no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the returned product. Visual examination of the returned product identified strike plate shows indentations. Handle shows nicks and scratches from previous uses. Cap was returned on the distal end and was removed to inspect the device threaded tip. Threaded tip showed thread form deformation. No other damage was noted. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.